Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 60 times. The following information was provided by the initial reporter. The customer stated: tubes are presenting vacuum failure. The tube fills only 1 to 2 ml, when it should has filled 3ml, and does not accomplishes with additive/blood ratio. How many units of the product presented the reported deviation? (Amount affected);of each box of 100, 60 were faulty.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 60 times. The following information was provided by the initial reporter. The customer stated: tubes are presenting vacuum failure. The tube fills only 1 to 2 ml, when it should has filled 3ml, and does not accomplishes with additive/blood ratio. ¿ how many units of the product presented the reported deviation? (Amount affected); a: of each box of 100, 60 were faulty.